Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Statement of hamilton investigator: "herewith I can confirm the non-reportability of this complaint (against the assessment done in the pre-evaluation). The complaint was open to refer to 4 already existing complaints and not 5 (76371, 78208, 78458 and 78157) which occurred prior to the remediation time frame. No new information inside this (summary) complaint which was used to mention that the respective complaints were then reported by user outside the us. Hamilton medical did prepare a summary report them to the UK ca mhra. No need for any action.".

Event description:
Customer reported to the mhra that 5 out of 22 of their c6 devices have failed with various faults. They wish to high-light to the mhra that the failure rate is high.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between(B)(6) 2022 at the ems and bonaduz sites. Reported by user outside the us. Report reference mhra (B)(4). It was stated by customer as follows: "we have a batch of 22 hamilton c6 ventilators, purchased in early 2020, and deployed across two sites, 8 at (B)(6) and 14 at (B)(6) . During use at (B)(6), and in commissioning at (B)(6), five of these machines have shown technical problems (4 major and one minor) such that their clinical introduction at (B)(6) has been delayed whilst we await root cause analysis and remedial actions from the manufacturer. Faults have caused two patients to have compromised treatments; in both cases devices were substituted with no harm arising. The other faults have arisen post-delivery but prior to clinical use. The overall fault rate is high and the manufacturer response is so far inadequate". The issues are not likely to be serious to public health but are likely to cause serious injury or death. Neither are the issues likely to be serious to public health but are likely to cause serious injury or death if it were to recur.

Event description:
Customer reported to the mhra that 5 out of 22 of their c6 devices have failed with various faults. They wish to high-light to the mhra that the failure rate is high.